Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet system experienced severe hyperglycemia after a missed meal announcement and suspected bad infusion set, reached a highest glucose of 440 mg/dl, and subsequently required emergency care and hospital admission with treatment including IV insulin and fluids; the patient later resumed ilet use. Symptoms included nausea and diabetic ketoacidosis. Outcomes included emergency room care, hospitalization, and subsequent recovery. Investigation included review of product-use history and troubleshooting guidance for glucose excursions and infusion-site function. Investigation of this case revealed user-related factors, including a missed meal announcement and ketone action plan not followed, with suspected infusion set failure contributing to loss of glucose control. It was concluded that the event was related to hyperglycemia with user management factors and possible infusion site failure; device function could not be confirmed during the event due to pump disconnection and hospital-based therapy.